Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The wearable was provided for investigation. An external visual inspection was performed and failed due to broken sensor wire. An external visual inspection was performed and failed. However, a broken sensor wire was found in connection to the reported allegation. The probable cause of the broken sensor wire could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).